Event description:
It was reported that pump experienced malfunction alarm identified as speaker error, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump malfunction, confirmed issue did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which caller acknowledged and understood.